Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported retroperitoneal hematoma event. It is unknown if the patient was in active treatment at the time of the onset of symptoms. The patient endured a fall which most likely caused a retroperitoneal hematoma resulting in the anemia as well as a possible gi bleed. There is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, there is no allegation of a malfunction or deficiency reported for this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy and the patient¿s symptoms of nausea, vomiting, abdominal pain, and malanotic stools remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized due to a retroperitoneal mass. The patient presented to the emergency room with complaints of nausea, vomiting, abdominal pain, and some melanotic stool. The patient had fallen on their right side. The patient underwent esophagogastroduodenoscopy (egd) which showed a forced ulcer. The patient was started on protonix (route, dose, strength, frequency and duration unknown) for a possible gi bleed. The patient also underwent a computed tomography (CT) scan of the abdomen which showed possible retroperitoneal mass versus hematoma. Due to the likelihood of a hematoma, the patient¿s plavix was withheld. Two days later the patient showed no sign of active bleed and was transferred to nephrology unit. The patient left against medical advice. The patient was educated on the importance of having their hemoglobin closely monitored due to possible gi bleed and retroperitoneal hematoma. Should additional information become available, the file will be reassessed and updated accordingly.